Manufacturer narrative:
Date of birth: unknown, (B)(6).

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a bulge and pain on the penis. The bulge was a cylinder aneurysm, a cylinder was broken. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient outcome was reported as good.